Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the right vision of the surgeon side console (ssc) went black. The customer converted the procedure to another da vinci system. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The issue was identified when the surgeon sat at the console. There were no intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.). The patient had no injury/ harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The right high resolution stereo viewer (hrsv-r) of the surgeon side console (ssc) displayed a black screen. After completing the procedure, the fse swapped the video cables of the left and right hrsv, but the issue persisted on the right hrsv. The fse replaced the hrsv-r monitor, and the issue was resolved. The system was tested operated without error and verified as ready for use. Isi received the hrsv related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the rfe procedure log showed the site performed this nephroureterectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to vision issue in the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. The failure analysis investigation replicated and confirmed the customer reported complaint of ¿no signal in one or both eyes¿. There were electrical and fiberoptic defects. The root cause of the vision issue was attributed to component failure.